Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, poor communication occurred due to cable failure and the image was not displayed. It was determined that the cause of cable failure is disconnection caused by kink on the cable near the stress boot. Another probable cause could be that the cable failed due to scratch on the electrical contact of the connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of white image was not confirmed. It was found however, no image displayed at all due to a faulty cable. Additionally, the following findings were also identified, and are as follows: (a.) Faded label on rear cover, (b.) Kink on cable near camera head boot, (c.) Some deep scratches and mashed on metal pins on video scope connector, (d.) And the rubber part peeled on rear cover packing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k autoclavable camera head experienced a white image issue. The event was identified during reprocessing. The intended procedure was considered diagnostic. There was no report of patient or user harm associated with the event.